Event description:
Patient complains of pain in his left hip, can't walk. Additional information: post operative development of mechanically assisted crevice corrosion with adverse local soft tissue reaction (pseudotumor) secondary to modular femoral component - toxic reaction to metal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR #2249697-201-01548.